Event description:
I am a participant in the mentor silicone implant FDA approved adjunct study. The study's protocol suggest that mentor follow study participants. I have never been contacted by mentor. In fact, I was the one who contacted them, because I have a ruptured implant. I have filed a complaint with mentor. They are only willing, per their "warranty," to replace the implants. They are unwilling to participate in the costs for the surgery. Further, I do not believe they are reporting defects, in the implants, such as the one I am experiencing, to the FDA.